Event description:
Boston scientific crm received information that this local representative contacted technical services in march 2010 to report that this patient's device delivered two shocks while the patient was hiking. The patient was presented to the emergency room (ER) and the device was interrogated. The device was found in safety "fallback" mode (limited to single tachycardia zone (vf 165 bpm, 1 sec duration) and vvi bradycardia pacing at 60 ppm. Technical services informed the local representative that device analysis by boston scientific's post market quality assurance laboratory may identify a cause and a fault report may also indicate cause following in-house engineering analysis. Technical services recommended that the device should be explanted and returned for laboratory testing. Subsequently, boston scientific crm received information from the patient in (B)(6) 2010 that this device was explanted and replaced with a competitor device in (B)(6) 2010.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory for testing. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.